Event description:
Emergency room nurse was trying to unscrew the cover of a saline flush and sustained a cut on her thumb in the process. She discovered that the tip of the syringe was not smooth but had a sharp plastic sticking out. The flush was never used on a patient. It had just come out of the plastic outer wrap. Nurse immediately cleansed her hand and applied dressing. Manufacturer notified of incident.